Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant due to a perforation of the coronary sinus from the lead catheter. The lead was removed and the lv port on the device was plugged. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.